Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): when removing the needle, the security system was not fully put in place. The midwife was jabbed.